Manufacturer narrative:
The serial number of the e 801 analyzer is (B)(6). The investigation is ongoing.

Event description:
The initial reporter stated they received questionable results for samples from two patients tested with elecsys estradiol iii on a cobas e 801 analytical unit. A sample from the first patient sample initially resulted in an estradiol value of 2754 pg/ml and it repeated as 35.1 pg/ml. A sample from the second patient resulted in estradiol values of 2597 pg/ml and 2573 pg/ml on (B)(6) 2026. A second sample collected from the patient later on the same day resulted in an estradiol value of 184 pg/ml. The results from the first sample collected from the patient were comparable to values measured from the patient in other laboratories, so these results were believed to be correct.